Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the hardware had failed. A field service engineer (fse) was able to recover the pockets, however, after a few minutes, the pockets failed again when a nurse removed a medication. The issue was occurring with multiple pockets. The fse powered down the station, removed the mini drawer, and replaced the controller board. The fse then ran the hardware test application (hta) and assigned each pocket to the correct configuration. Finally, the fse logged into the medication application and assigned the new mini drawer. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a drawer failure, and the drawer would not stay closed. An error message indicating clear obstruction and close drawer was displayed. The customer tried to recover and reboot the station however the efforts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.